Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date abbott diabetes care became aware of the event. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 19 mg/dl (displayed as a "lo" display message on the reported meter), and 135 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A healthcare professional reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 19 mg/dl (displayed as a "lo" display message on the reported meter), and 135 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported meter has been previously returned and investigated, no further investigation for the meter will be performed. A DHR (device history review) for the precision pro strips was reviewed and the DHR showed the precision pro strips passed all tests prior to release. Retain testing was performed for precision pro strips and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A healthcare professional reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 19 mg/dl (displayed as a "lo" display message on the reported meter), and 135 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.